Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an error message for low transmitter battery was displayed. No additional patient or event information is available. Data was provided for investigation. The complaint confirmation of a low transmitter battery was not confirmed. In addition, a loss of connection was present in connection to the reported allegation. The root cause could not be determined. The reported issue of a low transmitter battery is reportable based on the finding o fa loss of connection.